Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that per the cath lab manager, the event involved a pediatric pt. After following procedures for product prep and pretesting the balloon, the md inserted a 7 fr thermodilution into a 7 fr sheath. The balloon ruptured when inflated. As a result, the catheter was removed and replaced with another prepped and pretested catheter with success. There was no delay in therapy. There was no report of pt death, complications or injury. The pt outcome is okay.